Manufacturer narrative:
The insulin pump was received with blank display problem isolated to the motherboard. The device was unable to perform the occlusion, basic occlusion, priming and displacement tests due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call blank display on the insulin pump and high blood glucose levels. Customer's blood glucose level was 545 mg/dl. Troubleshooting for blank display was performed. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.